Event description:
It was reported to philips that the system was unable to produce x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the occurred during the procedure. The procedure was completed as planned by pressing the footswitch multiple times. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform x-rays. A review of the system logfiles found that the point resonance frequency was too high. Upon troubleshooting actions, the fse identified that the generator power inverter was faulty. The cause of the power inverter certeray failure could not be conclusively determined by the supplier's part analysis, however the replacement of the power inverter certeray performed chain calibration by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by pressing the footswitch multiple times, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.